Event description:
It was reported that after advancing the stent into the microcatheter, the physician observed through fluoro, that the tip of the stent delivery wire was around the proximal stent marker instead of the distal stent marker. The physician removed the stent and microcatheter without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the stent delivery wire was returned advanced into the microcatheter; the stent could not be advanced through the catheter due to damage to the shaft. Consequently, functional inspection could not be performed due to the condition of the returned device. Based on the information available and analysis of the returned device, an assignable cause of an operational context has been assigned to the reported event ¿ro marker band misaligned¿ and to the as analyzed ¿stent delivery wire deformed¿ and ¿stent difficult/unable to advance or pullback through microcatheter¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that after advancing the stent into the microcatheter, the physician observed through fluoro, that the tip of the stent delivery wire was around the proximal stent marker instead of the distal stent marker. The physician removed the stent and microcatheter without clinical consequences to the patient.